Manufacturer narrative:
As of today the lead has not yet been received for analysis. Should the lead be received and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this lead displayed pauses in pacing. There were no clinical impacts to the patient due to this observation. It was unclear what was causing the pauses but it was suspected to be due to patient anatomy and lead position. The lead was successfully extracted and replaced. The lead is to be returned for analysis. There were no adverse patient effects reported.